Event description:
It was reported via repair work order that the left foot caster brake would not disengage due to the caster stem being broken . No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.